Event description:
It was reported that the infusion set site detached from the ilet user's body when the user attempted to remove the applicator at the end of a supply change, after which the agent guided the user to replace the site and insulin delivery was successfully resumed with no alerts or alarms and blood glucose levels unaffected. There were no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond troubleshooting, and no impact to glycemic control. Investigation included customer troubleshooting and education regarding correct infusion set deployment. Investigation of this case revealed an infusion set handling or deployment issue that led to unintentional site removal, consistent with an infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.